Event description:
It was stated, that the customer was in a car accident. The customer's blood glucose reading was 29 mg/dl at the scene. It was also stated that the customer suspected that her accident was due to the infusion sets, she was wearing at the time. In addition, the customer had previously reported that the insulin pump had been alarming during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.